Event description:
Site reported that after inserting the lma airway into a pt, it would not inflate due to a broken valve. The airway was removed and replaced with another lma airway. There were no pt complications or injury reported.